Manufacturer narrative:
Analysis of suspect monitor found no problems: reported problem could not be duplicated. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. Checked power supply that came with the monitor and the power supply was functioning normally with no failures. Flexing the power cable and video cable does not indicate any intermittent opens. Fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor 19 in. Shipped to site 09/08/2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site ent representative reported that their navigation system monitor screen was flickering and turning black intermittently. The computer was running, and the image issue was fixed by turning off and on the screen. The site representative noted there was a slight chance that the graphics card might be defect as well. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.